Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The authorized getinge distributor checked the iabp unit and reinserted the dataset card, and found that the unit was working. The iabp is being kept under observation. A supplemental report will be submitted if additional information is provided.

Event description:
It was reported that during a service test performed by an authorized getinge distributor, the cs300 intra-aortic balloon pump (iabp) unit was not booting. There was no patient involvement, and there was no adverse event reported.

Event description:
It was reported that during a service test performed by an authorized getinge distributor, the cs300 intra-aortic balloon pump (iabp) unit was not booting and had a continuous beeping sound. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
After further troubleshooting by the authorized getinge distributor, the coiled cable was replaced from their demo unit which resulted in the iabp unit working fine without any booting issue. The distributor has ordered a new coiled cable which will be replaced once the new spare has been received. No further investigation is required.

Manufacturer narrative:
The authorized getinge distributor has advised that the ordered coiled cord cable was received and replaced in the iabp. Subsequently, the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a service test performed by an authorized getinge distributor, the cs300 intra-aortic balloon pump (iabp) unit was not booting and had a continuous beeping sound. There was no patient involvement, and no adverse event was reported.